Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms could not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to urethral erosion. The patient reported that they had fallen and started to have swelling in the scrotum. Examination was performed by the physician and urethral erosion was noted. Upon explant, the physician identified urethral injury that was repaired. All components were explanted. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff and pump were visually inspected with no abnormalities or leaks found. The balloon did fail the functional testing and performed above product specifications. The analysis could not confirm the reported allegations; however, the malfunction could affect product performance, so the cause was traced to component failure. This analysis was also assigned a conclusion of known inherent risk because erosion, swelling, and perforation are known adverse events with this device.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to urethral erosion. The patient reported that they had fallen and started to have swelling in the scrotum. Examination was performed by the physician and urethral erosion was noted. Upon explant, the physician identified urethral injury that was repaired. All components were explanted. There were no additional patient complications reported.